Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was deployed and "pushed out of the aorta". No cracking of the seal noted prior to use. The portion of the seal that remained outside the distal top of the delivery tube, did not appear to be flared wider than the diameter of the tube. An audible click was noticed upon actuation of the delivery device as the seal was delivered into the aortotomy. There was blood noted within the delivery device tube on actuation. The seal did not get fully delivered into the aorta. The surgeon did not place a finger over the seal and aortotomy, to anchor in place the seal, while pulling the delivery device back. No attempt to manipulate seal. No significant blood loss. No transfusion needed. Opened a new kit to complete the procedure with no issues. No injury to patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/12/2024. An investigation was conducted on 01/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Blood was observed inside the delivery tube. The seal was returned fully deployed with the tension spring assembly inside the delivery device. The blue slide lock was off, allowing the white plunger to be depressed. No measurements were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000332869 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was deployed and "pushed out of the aorta". No cracking of the seal noted prior to use. The portion of the seal that remained outside the distal top of the delivery tube, did not appear to be flared wider than the diameter of the tube. An audible click was noticed upon actuation of the delivery device as the seal was delivered into the aortotomy. There was blood noted within the delivery device tube on actuation. The seal did not get fully delivered into the aorta. The surgeon placed a finger over the seal and aortomomy, to anchor in place the seal, while pulling the delivery device back. There were attempts made to achieve adequate hemostasis. Opened a new kit to complete the procedure with no issues. No injury to patient.